Event description:
At scene found pt with no pulse or respirations. Attached pt to lifepak 12 monitor. Would not give any type of reading. Attempted to change leads, checked all connections, turned monitor off then back on. All these made no change. Red service light was on and only one line across screen when there is normally three.